Manufacturer narrative:
Concomitant medical products: 305c225 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device battery has depleted earlier than expected and needs to be replaced. It was further reported that the device was explanted and replaced and that left ventricular (lv) lead thresholds were noted to be high but stable. The lead is still in use. No patient complications have been reported as a result of this event.